Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 23:03:22. During night drain cycle three, the patient's ultrafiltration reading was 1930ml, indicating the home patient (hp) drained 1930ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the iipv event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.